Event description:
After my recent hospitalization, diagnosis of type 2 diabetes and the need for frequent daily testing of my blood sugars, I was presented the choice of diagnostic meters. It appeared that the freestyle freedom lite meter was better than others presented. After choosing the product I used it exclusively and obtained prescriptions for its continued use. These items cost respectively. Upon use of the first vile of test strips lot no. 0817120 20106/06 (containing 50 test strips) eleven (11) failed to function. One gave an obvious false reading. This is failure rate of over 20% on a product that is claimed to be newest and best in the marketplace. Because of the alarming defective product and high failure rate, I have switched my testing to another provider and am unable to return unused testing product. This is not my fault or my defect. It is caused by my reliance upon your defective product and the cost, plus the distress of not knowing my true status of blood sugar due to concerns about the accuracy of your product itself. Your product, test meter and all available requested information about this all but catastrophic failure of your product will be exchanged for refund of my payment if provided within 30 days.